Event description:
The surgeon inserted the(B)(4) silicone single piece lens with aspheric and the lens tore as it was injected into the eye. The lens was cut out of the eye and discarded. There was no patient injury. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).